Event description:
It was reported that an alert was detected for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Additionally, loss of rv capture was observed during a right atrial automatic threshold (raat) test. It was noted that the rv output is programmed 0.1v. The boston scientific local area representative stated it is unknown why the output is programmed to this voltage. The representative will be discussing this patient with the following clinic and the patient will be brought in for reprogramming. No further assistance was requested. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.